Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 8010182-2024-00197. All information can be found under manufacturer report number 8010182-2024-00197. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y line connector valve of a prismaflex m100 set was broken and leaking fluid during priming there was no patient involvement. No additional information is available.